Manufacturer narrative:
This report is submitted on 23 march 2020. (B)(4).

Manufacturer narrative:
Per the patient's surgeon, it was reported that the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted december 16, 2019.

Manufacturer narrative:
This report is submitted on october 10, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.